Manufacturer narrative:
While it is unknown if the orthodonic resin used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental material are known and reported, with medical consequences being dependent upon the severity of the individuals allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or dr review.

Event description:
It was reported that a patient developed redness and swelling of the lips several days after use of orthodontic resin in a repositioning device. The patient sought treatment from an allergist and was administered a steroid rinse; allergy testing is also planned, through results are not available as of this report.